Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Date of event is estimated. Additional components potentially involved in the event include: common device name: scs octrode lead, model: 3186, UDI: (B)(4), serial: (B)(6), batch: a000115345.

Event description:
Related manufacturer reference number: 3006705815-2023-07588. It was reported that the patient's ipg reached end of life and one of the leads had high impedances. As a result, surgical intervention was undertaken on (B)(6) 2023, wherein the ipg and lead were explanted and replaced to address the issue. Investigation was unable to determine which of the leads had high impedances.